Manufacturer narrative:
Field service engineer arrived on-site and verified proper operation per the major service checklist. No defects with the injector were reported by the fse. No air injections have been found to be caused by a malfunction of the injector. Cts history search shows no other similar issues with this unit. No further investigation needed at this time. Unit returned to full service by the customer.

Event description:
On (B)(6): customer reports via phone that a (B)(6) female, ER pt was having a cardiac cath procedure for coronary artery disease using 150ml empty disposable syringe, loaded with optiray 350 contrast media. Injection protocol of 12ml/second for 34ml volume. Left ventriculogram injection performed. Air was noted in the right coronary artery and the left anterior descending artery. Pt hemodynamics became unstable, ECG demonstrated an elevated st segment and pt complaint of pain. Pt treated with angiomax and other medications while physician attempted to insert air retrieval catheters, but physicians noted the coronary air had resolved by this time. Pt was admitted to intensive care unit for observation. Rn reports as of this morning, all seems to have resolved. Neurological assessment is fine, pt doing fine and will be moved to a regular hospital room from the ICU.